Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/4/2017 - voicemail, 8/9/2017 - voicemail, 8/14/2017 - voicemail. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit would not ventilate in pressure support mode of mechanical ventilation. There was no report of patient injury.